Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility to obtain patient information, treatment settings, and patient photographs, which were provided. An examination of the subject device by a lumenis technical expert has been scheduled with the user facility, but has not been performed to date. A lumenis healthcare professional has conducted a pre-evaluation of the reported event details and patient photographs concluding the reported treatment settings were appropriate for the patient's reported skin type based on common medical practice, device labeling and training. The professional noted that no test spot was performed by the device operator prior to performing a full treatment. A more in depth evaluation will be conducted following the examination of the subject device. Based on the information that is currently available, a root cause cannot be determined at this time. Lumenis is continuing its investigation and will file a follow up MDR if and when additional information becomes available.

Event description:
A user facility reported that one (1) female patient sustained a full thickness burn to the right cheek area following ipl treatment with a lumenis quantum sr laser. The patient was reported to have been prescribed cordan and lidex (topical steroids).